Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the device was received for evaluation. During functional testing, a system error 322 link switch error (low) was not reproduced. A review of the event history log (ehl) revealed 'system error 322 link switch error (low)' message. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a faulty lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.